Event description:
It was reported that the patient had a hematoma, swelling, and bleeding at the device pocket site. The hematoma was squeezed through a non-closed wound site with sterile treatment. The device remains in use. It was further reported that the right atrial (ra) lead was implanted after the use before date. The ra lead remains in use. It was noted that the patient is a participant in the optilink hf study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).